Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced ¿difficulties with drainage and regular injections¿ during use with a minicap transfer set. The nurses reported that ¿during manipulation of the pd catheter, they noticed that the peritoneal dialysis fluid no longer flows when the pd catheter is fully open¿. According to the reporter, as soon as the pd catheter is closed very slightly, the fluid starts flowing again. Subsequently, the patient experienced ¿elevated biological parameters¿ and was hospitalized. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues noted. The sample was tested with the twist clamp completely open with no issues. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on the evaluation results, the transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.